Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter died early. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed as there was no voltage. A review of the share logs was performed, and a failed transmitter was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery voltage. The reported event of the transmitter dying is reportable based on the finding of a failed transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter died early. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed as there was no voltage. A review of the share logs was performed, and a failed transmitter was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery voltage. The reported event of the transmitter dying is reportable based on the finding of a failed transmitter. No injury or medical intervention was reported.